Event description:
The user from user facility reported that during use in a procedure, the device was getting hot in the surgeon's hand but did not cause a burn. There was a 20-30 minute surgical delay while the handpiece cooled off, with no reported adverse consequences.

Event description:
No new information.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.